Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003, indicating that the voltage is lower than the projected longevity. Technical services (ts) reviewed the reports and recommended replacement. The device remains in use. No adverse patient effects were reported. Additional information received indicates the device was explanted and replaced. The device has been sent for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003, indicating that the voltage is lower than the projected longevity. Technical services (ts) reviewed the reports and recommended replacement. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory confirmed that the device did not reach elective replacement indicator (eri) status while implanted; however, long charge time errors and eri occurred after the device was explanted. Analysis of the battery discharge rate showed that the voltage depleted faster than expected. The device case was removed to facilitate inspection and testing of the internal components. The battery and high voltage capacitors were removed, and an external power source was connected to the device. The current drain was measured and found to be normal. The battery was disassembled and upon examination, a metallic anomaly was found between two layers. This created an alternate pathway for current internal to the battery and was determined to be the cause of the observed code 1003.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003, indicating that the voltage is lower than the projected longevity. Technical services (ts) reviewed the reports and recommended replacement. The device remains in use. No adverse patient effects were reported. Additional information received indicates the device was explanted and replaced. The device has been sent for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003, indicating that the voltage is lower than the projected longevity. Technical services (ts) reviewed the reports and recommended replacement. The device remains in use. No adverse patient effects were reported. Additional information received indicates the device was explanted and replaced. The device has been sent for analysis.